Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur. The customer was informed they could continue using the pump and to contact support again if malfunctions reoccurred.